Event description:
This spontaneous report was received on (B)(6) 2012, from a (B)(6) affiliate reporting on a female consumer (age unspecified) from (B)(6). The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using o b unspecified for menstruation (route vaginal, lot number, frequency and expiration date unspecified). After an unspecified duration, she stated that the tampons caused toxic shock syndrome. The action taken with the device and the outcome of the event were unknown. The report was assessed as serious (medically significant) and the company causality was assessed as possible.

Manufacturer narrative:
(B)(4). This foreign report is being submitted for o.b. Unspecified that is considered same/similar to a us marketed device (o.b. (B)(4)).this closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from (B)(6), reporting on a female consumer (age unspecified) from (B)(6). The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using ob unspecified for menstruation (route vaginal, lot number, frequency and expiration date unspecified). After an unspecified duration, she stated that the tampons caused toxic shock syndrome. The action taken with the device and the outcome of the event were unknown. The report was assessed as serious (medically significant) and the company causality was assessed as possible. Additional information received on (B)(6) 2012. No lot number was provided and no sample was returned. Review of data associated with this complaint did not reveal any adverse trends. All non conformances generated for ob tampons were reviewed and found no trend that could be related to this event. Changes made to product, process and raw material specifications were reviewed and found no evidence that the changes made were related to this event. Review of the finished product and environmental microbiological monitoring results over the last 24 months found no trends that could be related to this complaint. No staphylococcus aureus or candida albicans pathogens were identified during testing. Based on the investigation results, no assignable cause was identified. Complaint trends will continue to be monitored. This report remains serious.